Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was replaced due to a broken connection tube on the pump side. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The ms pump and krt tubings had no leaks present. Under microscope examination, contamination (tissue) was found inside pump by the deflation ball/spring. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported allegation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was replaced due to a broken connection tube on the pump side. There were no patient complications.